Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. It was stated that the customer was unware of any blood back events with the device at the time. Upon arrival, the unit was unplugged in the biomed shop. The fse connected the device to a/c power and powered the unit 'on'. The fse then confirmed that the unit completed all power on self tests. The fse also connected a known iab, known system trainer, and initiated autofill. The unit successfully completed autofill and continued pumping on ECG trigger at 80bpm for approximately 15 minutes without any alarms or abnormal function occurring. Further evaluation revealed no evidence of the occurrence of a blood back. The fse also reviewed the logs and noted several autofill failure faults. The fse proceeded with replacing the purge assembly based on data contained within logs and replaced the safety disk at prescribed interval based on hours of use. The fse allowed the unit to run for approximately 90 minutes on ECG trigger with known iab and known system trainer connected. Initiated iab fill three times at 30 minute intervals and confirmed the unit functioned correctly without any alarms or abnormal operation occurring. Full pm, safety, calibration, and functionality checks passed factory specifications. The unit was functioning in accordance with factory specifications and was cleared for clinical use the removed part was returned to failure analysis and testing for evaluation. The failure analysis and testing(fat) technician installed the purge assembly into the cs300 test fixture and tested the purge assembly as per the cs300 service manual. The fat dept. Could not verify the failure of the purge assembly. Autofill failure and failure of leak test. Retaining the purge assembly in the fat dept. Per procedure.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) alarmed for an "autofill failure and leak. Customer reported device was exchanged for another cs300. Customer stated that the device needed to be evaluated and cleared for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.